Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The arctic sun device exchanged with another to resolve issue. Nurse, the user exchanged device for another arctic sun 5000. Issue was detected by reuse of a reusable medical device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alarm, the arctic sun device exchanged with another to resolve issue. Nurse, the user exchanged device for another arctic sun 5000. Issue was detected by reuse of a reusable medical device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alarm, the arctic sun device exchanged with another to resolve issue. Nurse, the user exchanged device for another arctic sun 5000. Issue was detected by reuse of a reusable medical device.